Event description:
Spontaneous. Patient's mom, reported that the past couple times they have changed his tubing it doesn¿t seem like the tubing will match up with the patient¿s site. Past 3 times they have changed tubing they have had to change it 2-3 times to get one that worked. Mom said they just toss out the tubing that doesn't work. Lot number and expiration date unknown but they will be changing tubing thursday night and if this occurs again mom will call us. Emailed cnss to reach out to mom to determine if this is a product issue or if there is something mom could do to make the tubing fit no side effects reported. No other information known. No interruption in treatment. Product lot number and expiration date are unknown. No missed doses or adverse events reported. Unknown if defective product is on hand for possible return to manufacturer. Reported to (B)(6) by: patient/caregiver. Reference report #mw5117537, #mw5117539.